Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 200 units of insulin and at the time of the call the fill estimate displayed +60 units. The customer's blood glucose (bg) level was 145mg/dl.